Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer cleared jam, ran diagnostics, tested drawers and all tested ok. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es drawer 1.2 was failed. Customer tried to reboot and recover but was unsuccessful. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.